Manufacturer narrative:
Customer did not request svc activity. Customer technical services reviewed the customer's data files. Investigation indicates that the customer is not using an optimal barcode symbology and system setting. The customer had been informed of the results of the investigation.